Manufacturer narrative:
The customer returned da board was installed in an fi test ventilator. The pressure accuracy test was executed and failed due a small offset of the proximal pressure sensor. However, when manually calculating the auto-zeroed pressure readings both machine and proximal pressure sensor were found to be within specification. No failure was found.

Manufacturer narrative:
Patient information was requested.

Event description:
The customer reported the monitor began to beep then shut off while in transport. No patient harm was reported.